Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator came out of the pocket. The patient presented for system explant procedure due to erosion and infection on (B)(6) 2018. A temporary lead was implanted to an external pulse generator. The patient was good. On (B)(6) 2018, a new system was implanted. The patient was stable post implant procedure.

Manufacturer narrative:
Correction: explant date updated from (B)(6) 2018 to (B)(6) 2018. Correction: therapy date updated from (B)(6) 2018 to (B)(6) 2018. Correction: event date updated from (B)(6) 2018 to (B)(6) 2018.

Event description:
New information noted that the patient had recurring lung infections. It was suspected that the antibiotic pouch possibly caused the infection. The system was explanted on (B)(6) 2018.